Manufacturer narrative:
Per provider: we installed a new seatbelt on the power wheelchair. The client was happy with that and the unit is working properly.

Event description:
Consumer alleges that while in the process of positioning myself towards his desk, the wheelchair allegedly accelerated forward at high speed and allegedly ended up colliding with a filing cabinet.

Event description:
Consumer alleges that while in the process of positioning me towards his desk, the wheelchair allegedly accelerated forward at high speed and allegedly ended up colliding with a filing cabinet.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.